Event description:
It was reported the device would not turn on; there was no display. No information was received indicating patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the initial report, the battery returned with the device was out of specification with a low voltage. It was also noted that the liquid crystal display (lcd) was out of specification, the keyboard pad was cosmetically damaged, the battery drawer, heart wire contacts, lead flex cover, heart block, ring cover and battery release were contaminated and the lower case was broken.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.